Manufacturer narrative:
Investigation summary: no customer samples and 2 photos were returned by the customer in support of this complaint. Visual examination of the photos do not reveal overfill. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the photos provided and the retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported the bd vacutainer® plus plastic citrate tube experienced overfill. The following information was provided by the initial reporter. The customer stated: verbiage received, - "I am writing to report that we have noticed a particular lot of the 2.7 ml nacit tubes overfilling over the acceptable +/- 10%. All of the tubes within this lot are performing this way." On (B)(6) 2021: - "spoke with the customer. He stated that he has several copies of the citrate tube volume guide, and the tubes are filling above the max line. He did mention that when they use syringes, they are using a btd to transfer the blood and stop at the etched line."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® plus plastic citrate tube experienced overfill. The following information was provided by the initial reporter. The customer stated: verbiage received, - "I am writing to report that we have noticed a particular lot of the 2.7 ml nacit tubes overfilling over the acceptable +/- 10%. All of the tubes within this lot are performing this way." 03-march-2021: - "spoke with the customer. He stated that he has several copies of the citrate tube volume guide, and the tubes are filling above the max line. He did mention that when they use syringes, they are using a btd to transfer the blood and stop at the etched line."